Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. The patient also reported insertion in the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.